Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Customer inadvertently entered the number of calories into the carb field while programming a bolus. Subsequently, the customer received a larger bolus than desired. Customer's blood glucose levels dropped (46mg/dl) but had been corrected by the time of the report.